Event description:
We have had multiple issues with our s5-1c cardiac transducers purchased from philips. Since purchasing the equipment in november of 2024 we have had issues with 7 transducers. Pt: 4582. Device: 4001. Referencing reports: mw5190763, mw5190765, mw5190766, mw5190767, mw5190768, and mw5190769. This report captures s5-1c transducer #2.